Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Manufacturer narrative:
The supplemental #1 2112667-2024-04228 incorrectly indicated that the event was not confirmed. This supplemental #2 2112667-2024-04228 is being submitted to correct the repair information and update block h6 accordingly. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cpu was replaced to resolve the issue.

Manufacturer narrative:
The supplemental #2 for MDR 2112667-2024-04228 incorrectly indicated that the cpu was replaced to resolve the issue. This supplemental #3 2112667-2024-04228 is being submitted to correct the repair information and update block h6 accordingly. The correct information is as follows: a ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.